Event description:
I had fraxel restore in (B)(6) 2008. Immediately after the procedure I had an acne outbreak on my jaw line, this lasted about three months. As the acne started to subside I noticed that my skin looked darker. My skin continued to worsen over the next two years. As the initial swelling/inflammation from the procedure went down my face continued to get worse it left me with large pores, volume loss and extremely dry and dehydrated skin. It looks as if someone tattooed me with thousands of small holes all over my face. I also have severe discoloration deep within my dermis. I was told this would help with melasma and it actually caused melasma to worsen and spread it to the dermal layers of my skin. My skin texture is now very lax, rough, and bumpy looking. In addition I now have a skin ulcer on my right cheek that will not heal. My skin tone has darkened to a shade 5 times that of the rest of my body and it's deep reddish/brown/tan color. I feel deceived by this device as I was told that it was very safe, had very little risk and could improve scars and melasma. It has worsened my scars and melasma and made my skin difficult to heal. I don't feel that the long term consequences of this laser have been researched and many people like myself are having to live with the long term damage. I would like the long term effects of this laser to be investigated.